Event description:
Ous MDR - after an implantation time of about 75 months, oversensing with inappropriate shock deliveries was reported. The device and the leads were exposed and evaluated macroscopically. Both the ventricular and the atrial lead were exchanged. Aside from the shock deliveries, no further deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The analysis of the selox lead showed frayings of the insulation in the proximal area. These damages were with high probability be caused by friction at the generator and interaction with the partner electrode. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Other damage at the leads is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.